Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k): p140016. Summary of investigational findings: complaint investigation is based on the event information provided as the complained device was disposed due to infectious disease and no imaging was made available. Difficult advancement of zta-pt-46-42-179-w1. The physician removed the delivery system and dilated the external illiac artery (eia) with pta balloon. Then a replacement product with a smaller diameter (zta-pt-42-38-225-w1) was inserted and deployed. A second attempt of insertion of the initial product zta-pt-46-42-179-w1 was again unsuccessful due to difficulties in advancement. Therefore a smaller diameter product (zta-pt-42-38-225-w1) was used instead and the procedure was completed. There have been no adverse effects to the patient reported. It is noted, in the information provided, that the diameter of the patient's access route to be about 7mm and the physician judged the patient anatomy was suitable to use zta-pt-46-42-179-w1. Furthermore of note, it is reported that the right eia was narrowed due to a thrombus and being slightly calcified. Cook recommends that the zenith alpha thoracic endovascular graft component applicable diameters be selected as described in the graft diameter sizing guide of the IFU, that is noted for the zta-pt-46-42-179-w1 to be 7.7mm. IFU does also indicate iliofemoral access vessel size and anatomy (thrombus, calcification and/ or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 16 french (6 mm od) to 20 french (7.7 mm od) vascular introducer sheath. This could contribute to a likely cause for the difficulties encountered when advancing the zta-pt-46-42-179-w1 and supported by information of that the zta-pt-42-38-225-w1 with a slightly smaller diameter was successfully advanced. Cook does acknowledge the final treatment decision is at the discretion of the physician and patient. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: diameter of the patient's access route was about 7mm and the physician judged the patient anatomy was suitable to use zta-pt-46-42-179-w1. Zta-pt-46-42-179-w1 was inserted from the right femoral artery but stopped advancing at the right external illiac artery (eia). The right eia was narrowed due to a thrombus and slightly calcified. The user removed the delivery system and dilated the eia with pta balloon. Then, zta-pt-42-38-225-w1 was inserted and deployed first in the target because it had a smaller diameter. The zta-pt-46-42-179-w1 was inserted again but stopped advancing at the same place so the user dilated the eia with pta balloon again. The zta-pt-46-42-179-w1 had been inserted in the body twice so the user thought the delivery system may have already been damaged. Therefore zta-pt-42-38-225-w1 was used instead and the procedure was completed. Patient outcome: there have been no adverse effects to the patient reported.